Event description:
It was reported that the hand activation buttons on disposable did not work. A second disposable was used with the same result. The case was completed using the foot pedal.

Manufacturer narrative:
This complaint was part of a study based in another country, which initially was thought of as a clinical trial. The event occurred in 2005 and was not entered as a complaint unitl 08/11/2006 at which point it was determined a reportable complaint.